Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate auto mode switching episodes caused by competitive pacing were observed. Pacemaker-mediated tachycardia episodes were also noted. Suggested programming changes will be made during next in-clinic follow-up. Patient is doing fine.